Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No stuck buttons were noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reports that customer experienced keypad anomaly. Customer's blood glucose was 152 mg/dl. It was reported that buttons are sticking especially up arrow and act buttons. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.